Event description:
The customer reported they couldn¿t see the picture, they required a ¿forklift equipment supply¿. Reportedly, the subject device did not pass the leakage test. The reported issue occurred while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (couldn¿t see picture) was no confirmed or duplicated. The image was available. In addition to gap in acoustic lens, service found the number of missing elements was out of specification due to damaged ultrasonic cable, and the displayed ultrasound image was defective with missing elements due to damaged ultrasonic probe. The acoustic lens was damaged, the nozzle was damaged, and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap between acoustic lens and ultrasound probe likely occurred due to excessive force applied to the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the customer regarding the reported issue. Information provided in b5.

Event description:
Additional information was received from the customer regarding the reported event. The customer only reported the issue ¿couldn¿t see picture¿ initially. When olympus reached out to the customer for additional information regarding the reported issue, the customer added that the issue ¿gap in acoustic lens¿ was also noticed by the customer since the device did not pass the leakage test.